Event description:
The customer reported the unit's pt contact indicators on the paddle were flashing every hour. The unit was running the weekly operational check every hour.

Manufacturer narrative:
The customer reported the unit's pt contact indicators on the paddle were flashing every hour. The unit was running the weekly operational check every hour. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.